Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called in stating that her daughter is having issues with the insulin pump alerting no delivery. They have changed out the infusion set three times and still getting no delivery. Customer's mother was reporting a past event. Customer's mother reported event was resolved by changing complete set including reservoir. The customer's mother also reported that they experienced high blood glucose of 400 mg/dl and was treated with manual injection. The customer's mother stated that the insulin did exit during prime. The insulin pump will not be returned for analysis.